Event description:
Additional information received from a manufacturer representative. It was reported that the patient was having a lot of issues charging their implantable neurostimulator (ins). The representative sent in recharging reports and the patient kept a recharging journal. The recharging equipment had been changed twice but nothing improved; this made the representative think it could be an issue with the ins. There wasn't data in the session report or the manufacturer report that would tell if there was a problem with the ins that resulted in recharging issues. Based on the report, it appeared that the ins was recharging. The charging times were a little long but not atypical. The patient's recharging journal noted that they saw the "poor recharge quality" message twice in one session, and for another session the battery went "completely flat" and stimulation turned off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative reporting that when the patient was charging they did not check it for an hour but when they did the remote would not switch on at all (green light still flashing) and it had not changed % at all in an hour. The patient removed the battery, and it took another hour to charge 10%. The next morning it took just under two hours to charge 20%, then in the afternoon had finished charging at 80% and had to be restarted. That same evening stopped charging at 20%. The following night it charged 40% in the first hour 45 minutes, then stayed at 60% for an hour. The patient has tried laying on their side, sitting, walking, with/without the belt.

Event description:
Additional information received from a manufacturer representative. It was reported that the patient experienced premature battery depletion and overdischarge. The patient experienced issues recharging since 2022-jan-28. Even at full charge, the therapy did not last 24 hours despite an energy check predicting 48 hours. Despite showing "excellent" or a high connection between the recharger paddle and the ins, recharging could take over two hours. Despite reading 100% recharged on the controller, recharge sessions failed to stop automatically and could continue charging for 30 plus minutes, until the patient stopped charging. The recharge session would stop automatically and when the patient checked the status, it was only 50% charged. The patient had been sent new controllers twice, a new controller battery, and a recharging paddle, and this had not resolved the issue. They met with representatives and logs were sent to engineers; they were returned showing as "working within normal limits." The patient had been examined by representatives and there were no issues with pocket depth, no swelling, no excess fat, no excess scarring. Connectivity between the recharger paddle and ins was always excellent. The reports showed extended charge times. The issue was not resolved. It was later noted that the recharging session report details did not seem to reflect what the patient was reporting. Additional information received from the re presentative. The representative clarified that by "overdischarge' they meant that the ins was depleted. The cause had not been determined and the issue was not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the manufacturer representative (rep) heard from the patient and charging has improved. They went through all the directions of technical services and discovered the patient's charging level was on 3 not 4. This has improved things and she is happier. It still takes a couple of hours to charge but the rep thinks this is acceptable.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was not charging correctly and it took a long time to charge. The ins was unexpectedly losing charge and turning off. The representative planned on seeing the patient the following week. The issue was not resolved.

Manufacturer narrative:
Report source: the country of origin is (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.